Event description:
The complainant reported a 75 year old female patient presenting for impella support prior to procedure. After the procedure, severe bleeding was discovered within the aorta immediately after removing the cross clamp. The patient's tissues were not amenable to repair/salvage and the patient expired. The impella was found within the aortic wall, therefore, the physician alleged the device had dissected the artery and led to the patient's outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.